Event description:
Literature was reviewed regarding radiotherapy for a breast cancer patient implanted with a left ventricular assist device (vad). The authors described a patient who required the implant of a vad after they were diagnosed with dilated cardiomyopathy with low left ventricular ejection fraction of only 25% due to cardiotoxic systemic therapy. The patient underwent total mastectomy and axillary dissection, and radiotherapy was performed. Treatment was completed without any device errors or malfunctions. However, forty-one months after vad placement, the patient had a non-traumatic intracranial hemorrhage and underwent decompression surgery and subsequently died due to sepsis during post-op care. The status of the device is unknown.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: safe delivery of radiotherapy for breast cancer patient with left ventricular assist device: case report and review of the literature. European journal of breast health. 2025. 21(4): 379-383. Doi: 10.4274/ejbh.galenos.2025.2025-3-5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.